Event description:
Received email from dealer that they received a clamp that broke on first use. Spoke to at the dental assistant at the office. She said that this clamp was new. She said that the dentist was working on the patient and it snapped. She said that no one was injured. She did not remember the patient or what day it happened on. She said the dentist might. She took a message with contact information and said she would see if he had anything to add. Called back later and left a message for the dentist to call back. No response to date.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion - the clamp has signs of erosion even though the complaint is that the clamp was new and only used once. The clamp was therefore exposed to excessive heat and acids to cause the damage. The directions for use states, "inspect and sterilize clamp before each use. For optimum use, use a general-purpose cleaner prior to sterilization. Do not heat clamp above 350°f/177°c." Narrative for conclusion - device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." Narrative for conclusion - the directions for use warns, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." The directions contain adequate warning and instructions. The dentist said that no one was injured during the incidence.